Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after removal. A lot history review (lhr) of reug0812 showed one other similar product complaint(s) from this lot number.

Event description:
Port placed 2 years ago and has questions about length of port and causing scar tissue. Pt reports that she had a dual bardport placed (B)(6) 2011, for chemo therapy and post removal (B)(6) 2011. She had a panic attack in (B)(6) 2013 and her md decided to do an echocardiogram and found a 2x2 cam calcified mass in right atrium he diagnosed as probably scar tissue from previous implanted port catheter in the right atrium. She had a tee test done (B)(6), 2013 and they found heart scar tissue. (B)(6) 2013, she had a pet scan. (B)(6) 2013, she had a cardiac MRI and found that she had a blood clot in her heart along with the scar tissue in her heart. She reports that she had also had radiation therapy over the exact area due to heart cancer. She reports that she was told that she will need to have heart surgery to remove the mass and a blood clot. She has an appointment with a surgeon next week.